Event description:
It was reported that the patient's spouse indicated that the patient complained of not being able to catch their breath. A treadmill test was performed, and the patient's heart rate did not increase during the test. The patient's rate response was reprogrammed. The patient continued to complain of difficulty walking up the stairs, and further testing was done, indicating that the device was functioning normally. The patient will continue to be monitored, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4592 implantable pacing lead - (B)(6) 1998. (B)(4).